Manufacturer narrative:
Chipping was observed on edges of covers where chemicals can be retained and some blistering was noted. The concentration levels of the cleaning product (surfanios) used by the customer exceeds specifications (i.e. 20ml: 5 liters water vs. 20ml: 8 liters water). Long term usage of high strength cleaning chemicals is likely a significant factor responsible for damaging the surfaces of the surgical light. Replacement of the damaged parts has been proposed to the customer. Note: the cleaning product cited is not used within the USA, whereas, this problem was reported from the EU on a similar product.